Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation. The product grid has been updated as the unit involved was identified between the time of initial reporting and the completion of the investigation.

Event description:
Upon evaluation, it was found that the cot was difficult to load/unload into the ambulance. There was no report of patient involvement or adverse consequences.

Event description:
It was reported that the load wheel on an unknown cot had broken off, potentially indicating the unit was difficult to load/unload in the ambulance. There was no report of patient involvement or adverse consequences.